Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter; product ID 8784, serial # (B)(4), product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the pump and part of the catheter were explanted due to erosion of the pump through the skin. The area of erosion was the pocket. The device ruptured the skin. Surgery to explant the pump and part of the catheter was approximately two months ago. Part of the catheter was removed but it was unknown how much so the length of what was left implanted was unknown. On (B)(6) 2017, the physician was re-implanting a new pump and revising the existing catheter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.